Event description:
A head error was reported. (B)(4).

Manufacturer narrative:
The device in question will be sent to maquet (B)(4) for investigation. Investigation is still pending. A supplemental - medwatch will be submitted when additional info becomes available.

Manufacturer narrative:
The manufacturer received the product in question and it was sent to a supplier for further evaluation and repair. It was found that the ventilation cap, labeled w/serial number, was not the original cap and according to the eeprom reading, the actual serial number of the device is 374. During the investigation it could be confirmed that on the boards mc1 and mc2, some components were unsoldered. These manipulations caused the reporter error message. Several other defects were found on this product and are addressed in additional complaints. Based on the available information to the manufacturer at this time, the reported "error head" can be confirmed. However, the root cause for the event/failure is due to an unapproved modification of the device by unsoldering components on the electronic boards. It cannot be determined anymore when and by whom the modification was performed. In addition, the repair of the device should only be performed by trained service technicians, within the spectrum of their approved training records, or by the manufacturer to ensure the product safety and effectiveness. Per the task list, a statement was sent to the ssu, including the information above. The customer rejected the quotation for the device repair and is asking for the return of the device without repair. Therefore, no repair was performed and the rfd will be returned in the defective condition.

Event description:
The described error message "head error" was found during preventive maintenance. No patient was involved. (B)(4).